Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. Periodic maintenance 1 was performed. A ventilator inoperative alarm occurred during operational checking at the repair center. Error code e- 183 was confirmed in the event log therefore the system pca was replaced to address the issue. Final test was performed, and it was confirmed that the device worked properly.

Manufacturer narrative:
It was previously reported: a trilogy evo o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. Periodic maintenance 1 was performed. A ventilator inoperative alarm occurred during operational checking at the repair center. Error code e- 183 was confirmed in the event log therefore the system pca was replaced to address the issue. Final test was performed, and it was confirmed that the device worked properly. New information. The system pca was sent to the philips investigation lab (pil) for further investigation. During the evaluation it was confirmed that the reported error code and failure of the system pca could not be confirmed. The pil concluded that the device operates as designed. Correction to box h: evaluation results code and conclusion code.